Event description:
Customer reported patient under evaluation in emergency department (ed) underwent left-side chest tube placement. Noted upon removal of resident's finger from chest, portion of glove tip was missing - estimated at 1x2cm (at largest). Wound flushed and then chest flushed with approximately 1l saline without glove piece being returned. Patient informed - note in chart. Unknown what led to issue - might have been caught on instrument in chest at time of insertion. The patient was sedated with local anesthetic during the procedure (chest tube placement). There was additional time spent irrigating the area to look for the glove fragment; however, the exact amount of time was not documented. As far as follow up treatment, options were shared with the patient and family at the time of disclosure. The patient chose to do ongoing monitoring vs additional surgical procedures. At this time there is no indication the glove was removed from the patient. Therefore, due to a lack of information regarding medical intervention, this complaint has been reassessed and classified as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA. We will reassess once/if additional information is received.